Event description:
It was reported that the physician experienced some difficulty deploying the jugular ivc filter. After deployment, the filter was tilted; the physician removed the filter through the same access site and another filter was deployed. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.